Event description:
The international distributor reported that the ventilator has no power upon power up. The ventilator was not in use on a pt; therefore, there was no pt involvement or harm. The distributor inspected the power supply and evidence of overheating was noted on the snubber pcb. The distributor reported the damage to the snubber board caused damage to the power supply, which resulted in the ventilator's reported no power condition. The distributor's service engineer replaced the power supply to correct the reported problem.